Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. On an unreported date, the patient was hospitalized for the event. The cause of peritonitis was not reported. The patient was treated with unspecified antibiotics, (ip) intraperitoneally (dates, doses, frequencies and lots not reported). On an unreported date, the peritonitis cleared up and the patient was discharged from the hospital. At the time of this report, the peritonitis had resolved and the patient recovered. At the time of this report, dianeal pd4 and extraneal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.